Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor was broken and it was noted that it was thought that it occurred in shipping. Hardware parts were replaced. The system passed the system checkout and was found to be fully functional. The lcd 9734686 surgeon touch 24 1920x1200 (lot# 1707252164) was returned for analysis. Analysis found the returned monitor displayed a good image. The tough function appeared to be normal at first, but was found to be erratic after further use. The cursor was slow to react to a touch and sometimes would move away from the touch point before returning. The failure mechanism was determined to be lcd monitor malfunction. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the touchscreen did not work for a period of time and that the site used their other system for the case. A clinical specialist (cs) found that it ended up working after switching around monitor carts. The cs completed the touchscreen calibration but it only resolved the issue for a few minutes. There was no impact on patient outcome.